Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a high blood glucose reading after resolving a dexcom pairing issue. The patient¿s glucose levels were trending downward, indicated by double arrows on the device, and the patient declined to answer the blood glucose questionnaire or receive further follow-up, stating they would call back if additional issues arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.